Manufacturer narrative:
Remedial action initiated; corrected data: the previously submitted manufacturer report inadvertently did not include the actions taken for the reported event. Action reported to FDA; corrected data: the previously submitted manufacturer report inadvertently did not include the recall reporting number assigned for the actions for the reported event.

Event description:
Additional information was received that the patient is not-utilizing auto-stimulation / heartbeat detection, and thus no known troubleshooting is being performed per the physician's request. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, there was an unsuccessful heart rate detection during generator replacement surgery with an m106 vns generator. The surgeon believed the reason for unsuccessful heart rate detection was because the pocket was too far in the axilla and because the patient is obese. The surgeon did not want to re-tunnel the lead or change the generator pocket to move it closer to the heart due to the risk of damaging the lead. The diagnostic testing results for the replacement generator were within normal limits, and the patient's replacement generator was programmed to original settings, but autostim was left off. The DHR for the m106 sn (B)(4) was reviewed and it was confirmed that the device passed the heart rate detection test prior to distribution.